Event description:
It was reported that the patient got heat rash whenever patient runs the stimulation all night. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned due to facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.